Event description:
During testing at the user facility, channel b of the device delivered a measure volume of 18ml from an expected delivery of 20ml. Delivery accuracy for this device required delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse patient events while the device was in clinical use.